Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. While engaging a mach 1 guide catheter to the lesion, the tip of the mach1 was slightly flattened. Subsequently, a 4.00 x 32 synergy¿ drug eluting stent was advanced to treat the lesion with the guide catheter in that condition. The stent struts caught on the tip of the guide catheter and the stent was unable to advance. The synergy stent was removed from the patient's body and it was noted the stent was lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.